Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances, measuring greater than 2000 ohms. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.